Event description:
A jade otw angioplasty balloon was used during intervention on the right renal artery via left radial approach. An aortogram demonstrated an occluded right renal stent and calcifications to the left renal artery with no evidence of renal artery or parenchymal flow. Intervention was performed on the left renal artery, and a vessel injury there was identified and treated with a stent. The physician then cannulated the right iliac and chose to only perform angioplasty in that area in order to be minimally invasive following the prior vessel injury. The jade balloon was inflated in the common and external iliac arteries sequentially. Inflation was performed as planned in the external iliac artery. Thereafter, the balloon burst at nominal pressure (18atm) in the common iliac. The balloon was removed. However, the distal end of the balloon was captured within the stent. Several unsuccessful attempts were made to remove the distal fragment. Completion of angiogram demonstrated flow down the right common iliac artery. The patient had severe back pain at the end of the operation. The patient was transferred into recovery in stable condition but continued to experience back pain. The patient was admitted to the hospital for a thrombosis unrelated to the reported issue with the balloon. The patient was stable. The balloon had been inadvertently stored in a hot environment (90-99f) prior to use.

Event description:
A jade otw angioplasty balloon was used during intervention on the right renal artery via left radial approach. An aortogram demonstrated an occluded right renal stent and calcifications to the left renal artery with no evidence of renal artery or parenchymal flow. Intervention was performed on the left renal artery, and a vessel injury there was identified and treated with a stent. The physician then cannulated the right iliac and chose to only perform angioplasty in that area in order to be minimally invasive following the prior vessel injury. The jade balloon was inflated in the common and external iliac arteries sequentially. Inflation was performed as planned in the external iliac artery. Thereafter, the balloon burst at nominal pressure (18atm) in the common iliac. The balloon was removed. However, the distal end of the balloon was captured within the stent. Several unsuccessful attempts were made to remove the distal fragment. Completion of angiogram demonstrated flow down the right common iliac artery. The patient had severe back pain at the end of the operation. The patient was transferred into recovery in stable condition but continued to experience back pain. The patient was admitted to the hospital for a thrombosis unrelated to the reported issue with the balloon. The patient was stable. The balloon had been inadvertently stored in a hot environment (90-99f) prior to use.